Event description:
It was reported the asymptomatic patient presented in clinic for a leadless pacemaker (lp) follow up. Upon interrogation, intermittent loss of markers indicating a conductive telemetry issue was observed. Trouble shooting was attempted with no success. A resolution was not reported. The patient was stable.